Event description:
Medtronic received a report that the pipeline failed to open, and the proximal end of the pipeline crimped when a j wire was used to ensure wall apposition. The patient was undergoing treatment for an unruptured, "wind sock" aneurysm located in the ophthalmic segment. The max diameter was 5mm, and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 4.57mm distal and 4.79mm proximal. It was reported that the pipeline deployed upon using a j wire to further improve wall apposition. The j wire was navigated behind the pipeline and flattened the proximal end. Numerous tries were made to open, and they let the flattened end up against the wall of the ica. There was full flow through the pipeline miner and stagnation in aneurysm. The patient work up normal with no complication. Their "bb" was 120-180 overnight and had a heparin drip. The middle of the pipeline was positioned in a bend when the pipeline failed to open. The pipeline had been resheathed 2 or less times. The wire/catheter was used to open the device, but full wall apposition was not achieved. A balloon was not used. The patient did not experience any injury or complications. Angiographic results post procedure showed full angiographic fill. The devices were prepared according to the instructions for use (IFU). Ancillary devices include shuttle sheath, phenom plus guide catheter, phenom 27 microcatheter, and synchro standard guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The proximal end of the pipeline originally opened, however, when the doctor used a j wire to ensure wall opposition the wire crimped the proximal opening due to a turn at that point. The pipeline still had full flow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the j- wire found its way behind the pipeline coming off the turn crimped the proximal end of the pipeline. The pipeline is implanted in the patient and there was no patient injury.